Manufacturer narrative:
The raw material DHR for this compoonent was reviewed and found that the cobalt chrome met the applicable astm material requirements and onkos material requirments.

Event description:
A patient underwent a revision surgery on (B)(6) 2021 performed by dr. (B)(6) due to metal debris in the soft tissue envelope. The surgeon removed the implants and washed out the area to remove the metal debris. During the operation, it was determined that the patient also had an infection around the implants. Blood work determined that the chromium levels in the patient's blood were high at approximately 11 [?]g[?]l. Normal blood chromium levels are less than or equal to 1.4 [?]g[?]l. All of the implants were removed except for the femoral stem which was left in place due to the surgeon believing that it would negatively affect the patient's femur if they removed it. The patient will return for surgery to have new implants placed.

Manufacturer narrative:
The root cause of the infection was unable to be determined. Te rot cause of the metallosis is still under investigation. No manufacturing or sterilization issues were found that would have contributed to this complaint. Raw material dhrs have been requested. An updated report will be submitted when more information is available.

Event description:
A patient underwent a revision surgery on (B)(6) 2021 performed by dr. (B)(6) due to metal debris in the soft tissue envelope. The surgeon removed the implants and washed out the area to remove the metal debris. During the operation, it was determined that the patient also had an infection around the implants. Blood work determined that the chromium levels in the patient's blood were high at approximately 11 [?]g[?]l. Normal blood chromium levels are less than or equal to 1.4 [?]g[?]l. All of the implants were removed except for the femoral stem which was left in place due to the surgeon believing that it would negatively affect the patient's femur if they removed it. The patient will return for surgery to have new implants placed.